Event description:
The facility reported an infusion pump that delivered 17% from the targeted delivery on channel b. It was not specified if this occurred while infusing on patient. However, the facility representative stated that no patient incident was reported on this pump since the last baxter service event. Although information was requested, none was obtained regarding patient demographics, medication involved and device programming.